Manufacturer narrative:
Video provided does not show lens preparation or ophthalmic viscoelastic device (ovd) fill. When the nozzle comes into view the iol is already advancing through the nozzle tip. The lens appears to be in a correct position for the advancement. The plunger is at the trailing optic edge and both haptics are folded onto the optic. The lens was advanced intermittently with the plunger from the nozzle. Instrumentation is used to unfold and position the iol. A rectangular scratch/foreign material can be seen near the edge of the optic. Unsuccessful attempts are made to remove the object with surgical instrumentation. The complainant indicated the use of company injector, which is not qualified for use with company lens model. Based on our observation of the attached video, a rectangular scratch/foreign material can be seen near the edge of the optic. A definitive determination of observed condition cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The complainant indicates the use of opelead as a viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. Photo provided shows what appears to be a mark/scratch on the optic area of the lens. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the intraocular lens implantation something like a scratch was confirmed on the lens optical part after implanting. The doctor does not think it will affect patient's eyesight, so the lens replacement is not scheduled. The lens remains implanted. Additional information has been requested.